Event description:
This is a (B)(6) man with a long history of failed back syndrome, who has been under care for his pain management. He has had a dorsal column stimulator, which had been working, however, the attempt at recharging it, was unsuccessful because the generator has been embedded too deeply into the soft tissue. The pt is scheduled for replacement of the generator and perhaps revising the pocket. The pain can be 7/10 on a scale of 1-10. Past medical history otherwise is significant for depression, diabetes, hypertension, post-laminectomy syndrome, sacroiliitis, and sleep apnea. Past surgical history mainly back surgery with insertion of dorsal column stimulator. Dates of use: (B)(6) 2011 - (B)(6) 2013.